Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. In addition, there was subsequent noise observed on the ra lead, which was due to respiratory rate trend (rrt) signal oversensing. The ra lead is not a boston scientific product. It was noted there have been no high out of range ra pace impedance measurements or rrt oversensing for approximately the past four months. Boston scientific technical services (ts) discussed with the boston scientific representative programming off the rrt sensor and monitoring impedance measurements. Ts noted that because the ra lead is not a boston scientific product, this is probably due to a device header spring contact issue. The products remain in-service. No patient symptoms or adverse patent effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. In addition, there was subsequent noise observed on the ra lead, which was due to respiratory rate trend (rrt) signal oversensing. The ra lead is not a boston scientific product. It was noted there have been no high out of range ra pace impedance measurements or rrt oversensing for approximately the past four months. Boston scientific technical services (ts) discussed with the boston scientific representative programming off the rrt sensor and monitoring impedance measurements. Ts noted that because the ra lead is not a boston scientific product, this is probably due to a device header spring contact issue. The products remain in-service. No patient symptoms or adverse patent effects were reported.